Event description:
Customer's father reported via phone call that they changed the reservoir and the insulin pump alarmed no delivery. They tried to rewind and went through the process three times and alarm is recurring. Blood glucose value was 116 mg/dl. They finally changed his entire set and alarm was resolved.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.